Event description:
It was reported that the patient presented in-clinic for routine follow up. The device could not be interrogated. A surface ECG indicated that the device was not pacing. Patient noted having an MRI in (B)(6) 2015. The device was explanted and replaced with a new competitive device.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.